Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported experiencing loose teeth. They were advised to stop all treatment with byte due to the damages done to their teeth and gums from the byte aligners. They will now have to repair the damage with their periodontist and dentist.